Manufacturer narrative:
A ge healthcare technical support representative provided remote technical support to the biomedical engineer. It was recommended to replace the central processing unit to correct this reported complaint. No report of patient involvement. A ge healthcare technical support representative provided remote technical support to the biomedical engineer. It was recommended to replace the central processing unit to correct this reported complaint.

Event description:
The hospital reported the unlit alarmed for a vext_ref out of-range error on boot-up, this alarm would have caused a loss of mechanical ventilation. There was no report of patient involvement.